Manufacturer narrative:
An event of stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported stroke could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, an 23mm navitor vision valve was successfully implanted in a patient. There was no difficulty implanting the valve. On 25 november 2024, it was noted that the patient had mild motor impairment in the left upper and lower limbs. A magnetic resonance imaging (MRI) scan was performed and revealed a perioperative cerebral infarction. The patient's stroke symptoms last about a day. There was no intervention performed, but the patient was hospitalized for monitoring. The patient was hospitalized for 12 days from the 23mm navitor vision valve implant. The patient did not experience a permanent injury or disability. The cause of the patient's stroke is unknown, but is believed to be related to the implant procedure and 23mm navitor vision valve. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.